Manufacturer narrative:
Unique device identifier (UDI) is unavailable. The emitter was returned to the manufacturer for analysis. The emitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a procedure, the emitter could not establish communication with the navigation system. It was noted that after 5-10 minutes of navigation, a straight suction stopped tracking and the electromagnetic interface box displayed that thee was a red status of communication between it and the emitter. A second emitter port on the box was used to complete the procedure. Following the procedure, the reported issue could not be replicated on both ports with the same emitter being plugged in for ten minutes on each port. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Procedure type was a functional endoscopic sinus surgery (fess). If information is provided in the future, a supplemental report will be issued.